Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; pli - 20:product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Pli - 30: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported that following a reprogramming session on (B)(6) 2015, a patient's stimulation was in the wrong arm and they were having a hard time adjusting stimulation. It was also noted that two leads weren't working. The patient outcome remains unknown, and the indication for use was non-malignant pain. A supplemental report will be submitted if additional information is received.